Event description:
Hologic has received correspondence arising from litigation. The litigation alleges that a 63-year-old patient was implanted on (B)(6) 2021, with a biozorb marker following a surgical procedure for a left breast partial mastectomy. On (B)(6) 2025, the patient reported persistent pain and edema at the breast marker implantation site. No other relevant information was provided. This report is being submitted pursuant to 21 cfr part 803 based on information made available to hologic through litigation. Consistent with 21 cfr 803.16, the submission of this report is not intended, and shall not be construed, as an admission, acknowledgment, or confirmation by hologic that the device caused or contributed to the reportable event.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot number. The device was released meeting all qa specifications. This report is being submitted pursuant to 21 cfr part 803 based on information made available to hologic through litigation. Consistent with 21 cfr 803.16, the submission of this report is not intended, and shall not be construed, as an admission, acknowledgment, or confirmation by hologic that the device caused or contributed to the reportable event.